Manufacturer narrative:
(B)(4). The explanted device (B)(4) was requested for analysis, however, it is not available as it was sent to pathology. Also were used: (B)(4). Please note that these devices remained implanted. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention, and / or conversion to open repair include, but are not limited to aneurysm enlargement and aneurysm rupture. The date of event will be used (B)(6) 2015, when the follow-up cta showed that the aneurysm enlarged.

Event description:
On (B)(6) 2015, a patient underwent a descending thoracic aortic aneurysm treatment using conformable gore® tag® thoracic endoprostheses. Reportedly, the devices were placed in the zone 4 (distal descending thoracic aorta). Patient tolerated the procedure. It was reported that the patient had a history of the open visceral debranching procedure. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of an aortic aneurysm/lesion was 60mm. On (B)(6) 2015, the follow-up cta showed that the was 73mm. On (B)(6) 2016, the maximum diameter of an aortic aneurysm/lesion was 53mm. On (B)(6) 2017, the maximum diameter of an aortic aneurysm/lesion was 55mm. From (B)(6) 2018 to (B)(6) 2020, the maximum diameter of an aortic aneurysm/lesion increased in size from 49mm to 63mm. Reportedly, on (B)(6) 2020, the patient had an expansion of the distal descending thoracic aorta with the rupture into the right crus of the diaphragm. According to the information provided, the physician believed that a type v endoleak caused the aneurysm enlargement, and the aneurysm rupture at the treated segment of the thoracic aortic aneurysm into the level of the right crus of the diaphragm. On (B)(6) 2020, the (B)(4) device was explanted. Reportedly, on (B)(6) 2020, the patient expired due to the acute respiratory failure, unrelated to the device or procedure.